Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra blue test strips were sticking together and she was experiencing an error 2 and error 3 message on her ot ultramini meter. According to the ot ultramini owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter and error 3 indicates that the blood or control solution sample was applied prior to the apply sample symbol appeared on the display. The medical surveillance specialist (mss) was unable to follow up with the patient. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 1 month prior to contacting lfs. The patient reported when she was able to get the test strips apart to test, she would get an error 2 or an error 3 on her lfs meter. The patient reported taking a combination of medications including lantus 10 units in the morning and 10 units in the evening. The patient reported taking humalog, 5 units if her blood glucose was greater than "200 mg/dl" and metformin 500mg 4 times a day. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported immediately after the alleged issue she felt "sweaty, hyperventilated and was shaky." It is unclear if the symptoms were intermittent, ongoing or worsened. The patient reported in response to the alleged issue, she took a "nerve pill." It is unclear if the patient attributed the symptoms to severe hypoglycemia or hyperglycemia or another medical diagnosis. The patient denied testing on another device. At the time of troubleshooting, the cca determined the test strips were not sticking due to static, and it was not the first time the test strips had been used. The patient reported when the power button was pressed, the error 2 does not appear. The patient's testing process and test strips were correct. The cca confirmed there was no misuse of the subject meter and it was not the first time it had been used. Both the error 2 and the error 3 were resolved with a retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient claims due to the alleged issues; she was unable to test her blood glucose and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.